Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. The shock impedances were 133 ohms. Further review showed that both the shock and pace impedances have gradually increased, but pace impedances have been less drastic and values are still within normal limits at 517 ohms. At this time, the lead remains in service. The health care professional suspected the cause of the observation was that the patient developed acute renal failure. The patient was seen and is being monitored remotely. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned; it was severed 174mm from the terminal pin. The poly insulation sleeve was found to be slightly bunched in a few places. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which indicated this lead was returned for analysis.